Event description:
The pt experienced a return of symptoms/increased baseline spasticity. In (B)(6), a (B)(4) study was done. The physician was able to aspirate enough from the cap (catheter access port) to inject dye and also observe intrathecal catheter tip placement with dye seen intrathecally as well. The physician suspected either a partial kink, or partial fracture of the catheter (spinal portion). The pt was taken in for a catheter revision on (B)(6) 2011. During the revision, the physician noted a micro-tear upon inspecting the catheter near the anchor site. She trimmed the damaged portion (2 cm), and utilized a catheter repair kit to connect the existing implanted catheter back together. The physician confirmed patency of the revised sys by aspirating the revised catheter contents using a cap kit. The physician programmed a priming bolus for the newly revised catheter length only and reduced the pt's daily dose. The pt was kept overnight for observation and was reportedly doing well. The pt was expected was expected to be discharged to home on (B)(6) 2011. The device sys was used to deliver lioresal 2000 mcg/ml at 440 mcg/day in simple continuous mode prior to the revision.

Event description:
Additional information: it was determined that manufacturer's report # 3007566237-2011-08991 is the same event that was report in manufacturer's report # 3004209178201108344. The information previously reported in manufacturer's report # 3007566237-2011-08991 is as follows: [it was initially reported that the patient experienced "less therapeutic effect". Healthcare provider suspected a catheter issue and a dye study was planned to occur. It was later reported that the patient experienced increased muscle stiffness throughout her legs and had difficulty in walking. A cap aspiration and dye study were performed on (B)(6) 2011 and they were unable to rule out catheter tear/partial fracture. A catheter revision was performed on (B)(6) 2011. A small tear in catheter was noticed on spinal segment, which was trimmed and repaired with catheter accessory kit. The explanted catheter segment was discarded in the or. Implanted catheter was fully aspirated, and dye study was performed through pump cap and good backflow and intrathecal catheter placement was confirmed by the neurosurgeon. Patient was kept overnight for observation and dose adjustments as needed. Patient was later discharged upon dose adjustments determined by her physician, and was reportedly doing well. Drug delivered via the device was lioresal. A follow-up report will be sent if additional information becomes available.] Any additional information received regarding this event will be reported in manufacturer's report # 3004209178201108344.

Manufacturer narrative:
(B)(4).